Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that, during an open-heart procedure, the electrode was cut. The system has now been programmed off and remains implanted. There were no additional adverse patient effects.

Event description:
It was reported that, during an open-heart procedure, the electrode was cut. The system has now been programmed off and remains implanted. There were no additional adverse patient effects.